Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the clinician was concerned about the patient¿s heart rate dipping into the forties, below the cardiac resynchronization therapy defibrillator (crt-d) programmed lower rate. They also noted ¿small little pauses¿ on external telemetry. It was also reported that right atrial (ra) lead undersensing was observed resulting in unnecessary ra lead pacing and far field r-wave (ffrw) oversensing was also observed triggering atrial tachycardia/atrial fibrillation (at/af) episode misclassification. The ra lead and crt-d remain in use. No further patient complications have been reported as a result of this event.

Event description:
Follow up with the clinic indicated that a remote device interrogation showed normal device function. No further actions were taken.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.